Manufacturer narrative:
On (B)(6) 2021, customer alleged was for high bgs, dka, under delivery, insulin flow blocked alarm and pump making loud clicking noise. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. History download was successful using thus and carelink upload was successful. In further full review of the pump history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and the customer manually programmed and delivered two bolus deliveries at 01:25:34 of 1.4u and 01:32:28 of 0.5u. Also found one insulin flow blocked alarm in the pump history at 01:25:34 during bolus delivery. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at .08675 inches. No unexpected loud motor noise during testing. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs and dka. Customer alleged for the pump under delivery, insulin flow blocked alarm and loud clicking noise was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected loud motor noise, insulin flow blacked alarms, or audio/vibrate alarms noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on and unknown date with blood glucose of 360 mg/dl. The customer experience symptoms such as vomiting a result of high blood glucose .the customer was treated with manual injection. Troubleshooting was declined for high blood glucose and under delivery. Customer had been delivering bolus using insulin pump. Customer stated that the insulin pump was making an extremely loud clicking noises that they had never heard before. Auto mode feature was unknown at the time of the event. The insulin pump will be returned for analysis.